Event description:
The device was delivered successfully to the lesion; however, the device would not deploy due to significant resistance of the blue deployment slider. The blue deployment would not pull back. The stent was removed successfully and an alternative stent from a different company was selected, delivered and deployed successfully. There was no patient impact.

Manufacturer narrative:
Device analysis and investigation is in-process.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Event description:
The device was delivered successfully to the lesion; however, the device would not deploy due to significant resistance of the blue deployment slider. The blue deployment would not pull back. The stent was removed successfully and an alternative stent from a different company was selected, delivered and deployed successfully. There was no patient impact.